Event description:
The patient's electrode array was reportedly not positioned correctly during implantation. X ray confirmed position. The patient's electrode array was repositioned. Patient reportedly is doing well. Advanced bionics is in the process of gathering additional information.;